Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user felt resistance in squeezing the handle while in use. Then, the resistance became too strong to continue the procedure. Therefore, it was replaced with a new unit to complete the surgery.